Event description:
It was reported that the user experienced connection and signal loss while attempting to reconnect the ilet system with a dexcom g7 after a hospital discharge, though they were ultimately able to view blood glucose values on both the ilet and the paired phone, and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on health status and no alerts or alarms. Investigation included troubleshooting and user education to restore connectivity. Investigation of this case revealed no device malfunction and no persistent communication fault after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or external conditions affecting connectivity, resolved through standard troubleshooting.